Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker met max sensing rate when the patient would exercise. Boston scientific technical services (ts) discussed programming optimization with the field representative. The field representative decreased the max tracking rate from 130 to 120 and changed the ventilatory threshold to 100. No adverse patient effects were reported. The system remains in service.